Event description:
The customer reported a mechanical issue with the wigwag lock assembly. Break is loose and allows the c-arm to swing side to side without resistance. Also, handle is broken and cannot be adjusted. No pt injury.

Manufacturer narrative:
The service rep ordered and replaced the wigwag handle and assembley. System is working as intended.